Event description:
Surgeon was using the depuy femoral head impact instrument to seat the femoral head prosthesis during the anterior approach total hip replacement. Then a piece of impactor head broke. It was the heavy duty white plastic distal end portion of the instrumentation which broke off. The device and broken piece were requested.